Event description:
It was reported that during left ventricular revision, the physician had disconnected the right ventricular lead. While attempting to reconnect it, the sec screw would not secure. The device was removed and returned. A new device was implanted. No adverse events were reported.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the device was received with severely damaged rv set screw and septum. The screw was threaded in the lead bore all of the ways and the hexagonal cavity of the screw was more or less round and it had a larger diameter than the screw driver tip. The rv septum was mostly missing. The cause of the field complaint was unable to be determined due to the damage done to the device before receipt for analysis.